Event description:
The physician was inserting an hd catheter and during the procedure the guidewire became difficult to remove. When the guidewire was removed, the wire unraveled. The tip was intact but the length of the wire was longer than normal.what was the original intended procedure?hd catheter placement.device #1is this a laboratory device or laboratory test?no.